Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic left colectomy, the surgeon was able to squeeze the handle and press the green button but the device was not able to fire. Another device with the same lot number was used to complete the case. There was no patient injury.